Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.0/+1.5/090 (sphere/ cylinder/ axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2021 the lens was exchanged with a same size different model lens due to lens rotation.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with debris on lens. Visual inspection found haptic torn and debris throughout the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - " investigation type 4110:lens work order search-no similar complaint type events reported for units within the same lot" is not applicable in initial MDR claim# (B)(4).